Event description:
Reporter indicated that pt developed an infection at the pulse generator/pocket that resulted in an exposed generator. The infection was treated with antibiotics, I&d and explant of the pulse generator only. The lead was left in situ with plans to reimplant another generator at a later date. The pt reportedly irritated/scratched at their incision site. The infection has reportedly resolved.